Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient alleged that they were bothered by a non-functional spinal cord stimulator. It was reported that the patient was seen on (B)(6) 2019 and at that point in time they had had a nonfunctional stimulator, which was a percutaneouslead placement that had moved. It was explained that the patient just simply needed a lead replacement and the old percutaneous lead needed to be removed. The patient was obese and had adult-onset diabetes, which made this more complicated and a higher risk. They eventually had good results after the revision and their scs was functioning with a surgical lead. However, the patient was under the assumption that the ¿doctor failed to do a proper surgery and left a broken wire in their back¿. It was indicated that this was absolutely not the case. It was reported that the doctor had done a good job, but unfortunately the lead moved percutaneously which these leads are noted for. It also was indicated that this was resolved. It was reported that this was certainly an inherent risk of the surgery and was no fault of either the manufacturer or the doctor. It was reported that this was a reasonable degree of medical certainty. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2009 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 17-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Information was reported that the patient's lead (3778-60) broke in surgery, the doctor tried to take the old lead out during the patient's battery replacement, but the lead broke so the doctor had to leave part of it in the patient rendering the patient non MRI compatible. No troubleshooting has been performed. The patient has a lead fragment in her along with the new ins and lead. Additional information was reported that the patient was having a full revision of their lead and ins back in july. The physician the manufacturer representative (rep) was working with performs his surgeries in a very rapid fashion. During the lead replacement, the rep noticed a bit of frustration on his part. After his closure of the wounds and his departure from the or, the rep requested that the x-ray tech do a final picture. It showed that there were four electrodes left over from her previous eight-electrode lead which would make her system no compatible for full body MRI. The patient is currently scheduled to have the remnants of her non-MRI compatible lead explanted on (B)(6) 2020. No contact has been able to be made with the physician to clarify why only part of the lead was removed. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Correction: 'date received by MFR' of the initial regulatory report is 2019-oct-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the physician broke the lead and failed to get it out. The patient stated they had been feeling sticking and poking ever since. The issue was not yet resolved and the patient was going to have a surgery with a different physician on (B)(6) 2020 to resolve the issue. The patient stated that as far as they could tell the stimulator was not the cause of the failure.